Event description:
When ventilator was connected to an artificial lung, the unit allegedly shut down with no alarms. The vert started up after approx 2 mins and was making a noise during each exhalation.